Event description:
Boston scientific received information that this right ventricular (rv) lead had tripped the safety switch to unipolar. Previously, the daily measurements noted an increase in impedances some greater than 2500 ohms. Electrograms had reflected transient noise; however, isometrics could not reproduce the noise. This patient has not paced in the past. Previously, the physician reported this issue would be monitored and addressed at the next generator change out. The lead was able to capture in both unipolar and bipolar settings and had the same measurement in both configurations. Technical services discussed lead function and the field representative left the lead in bipolar with the lead safety switch on and to continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.